Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device manufacture date and expiration date are unknown. Not returned.

Event description:
It was reported to boston scientific corporation in 2005, that a leveen superslim needle electrode device was used during a clinical trial performed in 2005, (patient age, gender and weight are unknown). According to the complainant, the patient experienced rapidly increasing fever the day after the procedure. This condition lasted 21 days. There were no further patient complications reported as a result of this event. The patient's condition was closely followed, without treatment, and at the end of the three weeks was reported as "well".